Event description:
The recipient's electrode array was reportedly accidentally severed while undergoing an outer ear procedure. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the array was severed prior to receipt. This is a result of the reported outer ear procedure. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device passed the electrical tests performed. This older device configuration is not currently manufactured. This is the final report.